Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 3 of 5. Reference MFR. Report #: 1627487-2018-07763. Reference MFR. Report #: 1627487-2018-07764. Reference MFR. Report #: 1627487-2018-07765. Reference MFR. Report #: 1627487-2018-07766. It was reported the patient experienced pain around the midline incision. The physician felt it was a possible infection at the ipg and lead site and prescribed antibiotics for the patient. The patient¿s symptoms did not resolve, therefore the physician explanted the scs system. A culture was obtained, but the results are not known at this time.